Manufacturer narrative:
The reported event is confirmed manufacturing related. This is addressed by CAPA 11092653. Visual evaluation noted received 1 all silicone foley catheter attached to the drainage bag, urine meter and syringe. Using returned solution attempted to inflate with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) but solution immediately leaked to the drainage funnel indicating lumen to lumen leak. Based on the physical sample received the reported event is confirmed manufacturing related and does not meet specifications. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 11092653. Refer to CAPA 11092653 for further details. Corrections made to tab(s) d, f, h. Initial reporter complete facility name: (B)(6) medical center. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterile water leakage was confirmed from the foley catheter during the pre-test.

Event description:
It was reported that sterile water leakage was confirmed from the foley catheter during the pre-test.

Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.